Event description:
It was reported the cystonephrofiberscope had black water come out during flushing while cleaning. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Furthermore, it¿s likely the foreign material/black water may not have been removed because reprocessing could not be conducted due to pinhole at curved rubber. A definitive root cause cannot be determined. The following is included in the instructions for use: "chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 combination with cleaning equipment¿. Olympus will continue to monitor field performance for this device.